Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) had a helium leak.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. Upon arrival, the fse was unable to reproduce the reported issue. The fse also stated that the log files pointed to a leak in the balloon or catheter, or connections. The fse performed a full calibration, functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications. The unit was then returned to customer and cleared for clinical use.

Event description:
It was reported that during use , the cardiosave intra-aortic balloon pump (iabp) had a helium leak.